Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the transmitter had communication issue with insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will continue to use the device.

Manufacturer narrative:
User reported was facing network errors while trying to upload data using uploader. "Complaint summary: user reported was facing network errors while trying to upload data using uploader. Investigation/testing summary: an attempt to reproduce the issue was not performed as user's security and network configuration could not be replicated. To assist with the resolution, provided the below instructions to the helpline. Open the trend micro main console by right-clicking on the trend micro icon in your taskbar, and then select open the main console. Open the settings menu. Select exception lists, and then program/folders. Select the + button, and then browse. Select a folder from the exception list previously provided. E.g. C:\program files\medtronic\carelink\uploader\dss select the open button. This will add the path to your exception list. Select ok to save your changes and close the exception list window. (Exception list updated on 2022 (B)(6). In the customer's security software, create exceptions to the following files and folders... As well as ensure the ""users"" group has read/write/list/modify/execute permissions to these same files and folders: c:\program files\medtronic\carelink\uploader\dss\ * c:\programdata\medtronic\ * the folders above are created during installation the folders below are created during the first launch of the uploader c:\users*username*\appdata\local\medtronic\ * â¿? New in uploader 3.5.0. Only used for uploader.log c:\users*username*\appdata\local\temp\jna******\ * â¿? Fyi: this folder will be merged into the folder above in 3.6.0 replace username above with the username the user uses to login when they first power on their computer. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the 10542712doc, version pch00064652. (Most likely) root cause: most likely due to anti-virus or security software present on user's computer making network routing modifications during upload attempts. Analysis summary: we are proceeding to close this ticket as we have not received any response. If the reported issue is still ongoing, we kindly request you to open a new svn and create a new jira ticket, providing the updated information as requested. This will allow us to address the matter promptly and efficiently. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.